Event description:
Procedure: laparoscopic inguinal hernia repair. According to the reporter, the balloon would not properly inflate. There was no patient or user injury/hazard, no tissue loss, no blood loss greater than 500 cc's, no delay in surgery time exceeding 30 minutes and there was no device fragment disengaged into the patient.

Manufacturer narrative:
(B)(4).